Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their buttons were less responsive. The customer¿s blood glucose was unknown. The insulin pump had scratches on screen and random no delivery alarm. The customer also reported that the rewind was slower, buttons were harder to press and sometimes has to press buttons more than once. The insulin pump will not be returned for analysis.